Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the chisel blade fractured while using to box cut. The surgery was completed with the necessary cut performed by chisel before it breaks.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following have been updated. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned instrument confirmed the part had fractured. Also noted heavy scratches, gouging and wear on the returned product indicative of use. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.